Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced vertigo and received no benefit with use of device leading to device non-use. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.